Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a male patient sample. The following data was provided (customer¿s reference range <34.2 pg/ml): on (B)(6) 2025, sample ID (B)(6), initial result = 473.5 pg/ml. Hs-tnt result = 0.013 ng/ml, (B)(6) 2025 result = 0.014 ng/ml. On (B)(6) 2025, same patient; sample ID (B)(6), result = 335.8 pg/ml. Roche cobas result = <13 pg/ml . Result after peg treatment = negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525.

Manufacturer narrative:
The complaint investigation of lot 77406ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 77406ud00 and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 77406ud00, however, no increase in complaint activity was identified for list number 08p13. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 77406ud00 is within established limits and comparable to the historical lot performance. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 77406ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated for a male patient sample. The following data was provided (customer¿s reference range <34.2 pg/ml): (B)(6) 2025 sample ID (B)(6) initial result = 473.5 pg/ml. Hs-tnt result = 0.013 ng/ml, (B)(6) 2025 result = 0.014 ng/ml. (B)(6) 2025 same patient; sample ID (B)(6) result = 335.8 pg/ml. Roche cobas result = <13 pg/ml. Result after peg treatment = negative. No impact to patient management was reported.